Manufacturer narrative:
Despite several attempts to obtain additional information from the user facility, no additional information was available regarding event circumstances or patient outcome. In-house investigation included review of device history records. The investigation indicated no evidence of manufacturing related issues that would have contributed to the event.

Event description:
It was reported that during attempted removal from left scalp, the PICC (peripherally inserted central catheter) line retained approximately 10 cm.